Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok packaging was difficult to open. The following information was provided by the initial reporter translated from french to english: "during the preparation of dmp for replenishment of the chemo prep, 3p ll 3ml syringe packs were not separated during manufacture. The packaging is not pre-cut, and there is a risk of compromising the sterility of the syringes if we want to separate them. 18 isolated units affected."

Event description:
No additional information.

Manufacturer narrative:
Shipment was received for this incident; however, no physical samples were in the shipment. One photo of 3 ml eurographics syringe packages (p/n - 309658) was received and evaluated. The image shows two sets of three packages each connected and not fully separated consistent with the crosscut slit incomplete. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the packages uncut defect is associated with the packaging process.